Manufacturer narrative:
UDI: (B)(4). Initial reporter's phone number: (B)(6). The actual device was returned. Reliability engineering evaluated the device and the customer's complaint that the device was broken was confirmed. A visual and functional assessment was performed on the device which found that the cord was separated at the swivel end, and there was motor vibration. It was determined that the bearing was worn out from normal use over time which caused the vibration. It was determined that the cord was separated at the swivel end which was consistent with applying too much tension on the cord while handling the device, which is user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the motor device was broken. During an in-house engineering evaluation, it was observed that the device cord was separated at the swivel end and there was motor vibration. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly

Manufacturer narrative:
Device availability: the device availability date was incorrectly documented. The date returned to manufacturer was corrected from sep 21, 2016 to oct 24, 2016. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.